Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of discoloration on a foam ring of a PICC kit following the use of the included scissors is confirmed and was determined to be supplier related. The returned product was one pair of scissors and one foam disc that was partially cut. An initial visual observation showed no obvious discoloration with either returned product. The foam disc exhibited a triangle-shaped cut with material removed. The scissors were observed to be slightly bent. An initial functional test of cutting the foam disc with the returned scissors without manipulation revealed nothing remarkable and no observable discoloration. The scissors felt sticky while attempting to use them, and a functional test of rubbing the scissors together multiple times and subsequently cutting the foam disc where the scissors rubbed together revealed residues that were left behind by the scissors. A microscopic observation revealed nothing remarkable on the foam disc or the scissors initially; however, after the functional test of rubbing the scissors together several times and cutting the foam disc following the functional test, the foam disc appeared to have gray residues on from the scissors that could easily be wiped away. The complaint of discoloration on a foam disc due to scissors included in a PICC kit is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported by the customer, "brown discoloration after using scissors. The discoloration on the ring disappeared within a couple hours. While trimming statseal disc brown discoloration was noted to come off scissors. New ring and scissors obtained but PICC had already been placed and scissors used to trim catheter. Statlock was used to secure PICC. No issues as of 3/8/2023 will continue to monitor. There was no concomitant therapy as event occurred with PICC placement."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "brown discoloration after using scissors. The discoloration on the ring disappeared within a couple hours. While trimming statseal disc brown discoloration was noted to come off scissors. New ring and scissors obtained but PICC had already been placed and scissors used to trim catheter. Statlock was used to secure PICC. No issues as of 3/8/2023 will continue to monitor. There was no concomitant therapy as event occurred with PICC placement."